Event description:
Reported as "iab rupture with retained iab membrane fragments". The report further states, "[user] called to report an iab rupture. Blood is present in the driveline. Fellow is at bedside. [User] has clamped the driveline and console is in standby. Iab inserted left axillary. Driveline disconnected from console. Recommended removal within 30min. We discussed axillary approach is off-label and that femoral is the FDA approved approach. Team verbalized understanding and declined further information. Team endorsed the patient will have it removed in the ccl per attending request". No patient harm or injury. The patient status is reported as "fine". See associated MDR 3010532612-2026-00385.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.